Event description:
Approx two years post-implant, this pt's device migrated from the cochlea into the middle ear. The device was explanted in 11/04 and the pt was reimplanted with another device at that time.